Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a malfunction alert with alert 124 indicating a memory power supply error shortly after initiation, and the alert reappeared after a guided restart; the device was replaced and the user was instructed on setup and return procedures. Symptoms included no reported changes in blood glucose. Outcomes included continued use of the user¿s cgm with a phone or receiver while awaiting the replacement and no medical intervention. Investigation included remote troubleshooting, verification of device information, and receipt and inspection of the returned device. Investigation of this case revealed a non-volatile memory power supply error consistent with a device malfunction and component fault, and the device was exchanged to restore therapy. It was concluded that the cause was a device electrical or memory subsystem failure.